Event description:
It was reported that a patient underwent a vaginal delivery on (B)(6) 2022 and suture was used. Following the procedure, the perineal incision did not heal after surgery because the suture could not be absorbed. The patient had poor wound healing. The doctor removed the suture and kept the incision dry. After observation, it was determined whether secondary suture was needed. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. Date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? After the suture was removed, was any re-suturing required? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? How many days post vaginal delivery was it determined that the perineal incision did not heal because the suture could not be absorbed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Manufacturer narrative:
(B)(4). Date sent to the FDA: 1/25/2023. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was obtained: after investigation, the event date should update to be 2022-nov-05. The patient underwent perineal suture after spontaneous delivery. The operator used the vr917 for perineal skin suture in the way of continuous suturing (the suturing method and suture material at other tissue levels such as subcutaneous were unknown) during the operation. The intraoperative suturing was operated smoothly. On (B)(6), 2022, the doctor found that the perineal incision of the patient was not healed (with specific clinical manifestations unknown), and the suture at the perineal suture was not absorbed. The doctor then removed the suture of perineal incision (with specific removal level unknown) and used a new suture for suturing (with product and suturing method unknown). Then the patient's incision healing was improved. The incision healing was good currently. No subsequent adverse event report was received. Corrected information: b3.

Manufacturer narrative:
(B)(4) date sent to the FDA: 12/22/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested but unavailable: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? After the suture was removed, was any re-suturing required? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? How many days post vaginal delivery was it determined that the perineal incision did not heal because the suture could not be absorbed? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?